Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 176 and blood glucose was 424 mg/dl. Customer also reports of receiving calibration error then bad sensor alert. Customer reports to have calibrated and bolused at the same time and only calibrated twice for the day. Customer was educated on proper calibration technique. After troubleshooting, customer was advised to change sensor and that sensors would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.